Manufacturer narrative:
(B)(4). Returned meter evaluated with defect found. Returned test strips evaluated with no defect found. Most likely root cause is foreign material on strip connector. Manufacturer contacted customer on (B)(6) 2016 in a follow-up call in order to ensure the customer's condition since the initial call; the customer states she went to the fire department and asked them to read her blood and read 100 mg/dl. Customer states after she came home from the fire department and retested with our meter and she read 174 mg/dl. Manufacturer contacted customer on (B)(6) 2016 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. Customer called in states that her meter read 158mg/dl and 195mg/dl after several minutes. Customer states her normal range is 70-130mg/dl and customer states meter is reading too high. Customer states she feels light headed at the time of call and denies need for medical attention at the time of call. During the call on (B)(6) 2015, a back to back blood test was performed by the customer fasting and produced test results of 129 and 144 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 1/31/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).